Event description:
The customer reported that the n65 display was missing segments at the right-most spo2 reading. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(6). The failure of the user interface (ui) liquid crystal display (lcd) printed circuit board (pcb) was replaced and the unit passed testing.